Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menometrorrhagia, parity 3 and multi gravida. As concurrent condition the report mentioned low back pain. Concomitant products included xanax (alprazolam), trazodone, paxil [paroxetine hydrochloride] and valtrex (valaciclovir hydrochloride). On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain,"), vulvovaginal pain ("vaginal pain,"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure administration. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2021: the bowel gas pattern is nonspecific. No suspicious calcifications are identified. Bony structures are intact. An iud is seen within the central pelvis. Addendum- a small 0.5 mm density is seen adjacent to the left limb of the iud. This is most consistent with a phlebolith. [Hysterosalpingogram] (date unknown): bilateral occlusion. [Pathology test] on (B)(6) 2021: fallopian tubes (salpingectomy): two complete cross sections of unremarkable fallopian tube. The first tube- there is a metallic coil shaped ligation device in the proximal portion of the tube. The second tube- this tube has a metallic ligation coil extending from the proximal end of the tube. This appears to be coming out of the cut end of the tube and not a perforation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menometrorrhagia, parity 3 and multi gravida. As concurrent condition the report mentioned low back pain. Concomitant products included xanax (alprazolam), trazodone, paxil [paroxetine hydrochloride] and valtrex (valaciclovir hydrochloride). On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain,"), vulvovaginal pain ("vaginal pain,"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure administration. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2021: the bowel gas pattern is nonspecific. No suspicious calcifications are identified. Bony structures are intact. An iud is seen within the central pelvis. Addendum- a small 0.5 mm density is seen adjacent to the left limb of the iud. This is most consistent with a phlebolith [hysterosalpingogram] (date unknown): bilateral occlusion [pathology test] on (B)(6) 2021: fallopian tubes (salpingectomy): two complete cross sections of unremarkable fallopian tube. The first tube- there is a metallic coil shaped ligation device in the proximal portion of the tube. The second tube- this tube has a metallic ligation coil extending from the proximal end of the tube. This appears to be coming out of the cut end of the tube and not a perforation quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 03-may-2023: medical record received. Case became serious incident. Essure removal surgery dates & details updated. Action taken with drug added. Surgical pathology report & lab data updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.